Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. Upon fixation, it was noted that the impedance had dropped significantly and the lp failed to capture at high capture threshold. Upon repositioning, telemetry was lost and no magnet response could be obtained. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, low impedance, and failure to interrogate were not confirmed. Final analysis found the helix was compressed out of specification, consistent with having occurred during procedure. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.